Event description:
Reporter indicated a pt was experiencing poor seizure control prior to a recent prophylactic vns generator replacement. The generator is currently in product analysis. Reporter indicated the pt is not a good historian regarding his seizure level, and that he was not feeling stimulation prior to surgery, but felt it afterwards. The reporter felt the vns may have been nearing end of service and wanted the generator replaced prophylactically. Further requests for info are in progress.